Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and the ¿spare¿ battery pack was disconnected to ¿prevent the fault from expanding¿. There was no evidence of ¿leakage, fire, etc.¿. The se stated that, the issue was ¿caused by the internal circuit abnormality of the power module of the equipment¿. After on-site investigation of the 840 ventilator, the cause was isolated to the internal circuit abnormality of the power module. The ventilator is under warranty and the manufacturer will send the parts to the customer for replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when an 840 ventilator was turned on for testing, smoke came out of the ventilator and ¿automatically flash screen after power off and automatically turn on¿. The operator immediately unplugged the power cord. The ventilator was not in use on a patient when the event occurred.